Event description:
It was reported that during a surgical procedure at the user facility, the device experienced a loss in pressure. The second channel of the same device was used to complete the procedure with no clinically significant delay, no adverse consequences, and no medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the device experienced a loss in pressure. The second channel of the same device was used to complete the procedure with no clinically significant delay, no adverse consequences, and no medical intervention.